Event description:
While stenting, wire became jailed behind stent. Wire broke while trying to remove it. Manufacturer response for balance middleweight universal ii guide wire, (brand not provided) (per site reporter). They want to evaluate it.